Event description:
It was reported that the procedure was cancelled post sedation. A 3mm x 4cm interlock-35 coil was selected for use. The patient was put under anesthesia. During the procedure, it was noted that the coil got stuck in the distal part of the catheter. Only the coil was pulled out, and the procedure was cancelled due to this event. There were no complications reported.

Manufacturer narrative:
(B)(6).